Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced palpitations. Upon interrogation, the pulse generator exhibited inappropriate ams episodes. No intervention was performed. No further information was available.